Event description:
It was reported during the routine generator battery replacing that the pacing/sensing function of the ventricular lead was electrically abandoned by reprogramming the lead for defibrillation functions only and another active fixation lead was added to the system for pacing/sensing functions. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.